Event description:
The customer reported there was leakage from the pump set during use. No patient harm.

Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample was received for evaluation. The sample visually inspected and then it was connected to an epump machine for functional testing. During the test no leaking was observed. The failure mode reported by the customer it was not confirmed therefore a root cause could not be determined. No corrective actions will apply since failure mode was not confirmed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported there was leakage from the pump set during use. No patient harm.